Event description:
The customer reported that his olympus visera elite video system center was not producing an image. According to the initial reporter, the screen just goes black. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter and the device evaluation. That information is located in b5 and h10, respectfully. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The video socket connector had a defective latch and would not properly secure the scope video cable. Additionally, the front panel was in poor condition and should be replaced. It was also noted that the software could be updated to a more recent version. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Additional information was received from the initial reporter confirming that this event occurred during preparation for a therapeutic urology procedure. Reportedly, this event did not impact the patient or procedure as it was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2, e3, g2 and h10 (device evaluation results). As these fields were inadvertently missed on the previous medwatch report. H10 incorrectly stated "the user¿s report was confirmed" as the device evaluation could not replicate the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.